Manufacturer narrative:
Initial reporter phone no. : (B)(6). Facility name: (B)(6) medical university. The actual device was not available; however, a photograph of the sample was provided for evaluation. The reported problem was not verified and additional testing could not be performed due to the lack of an actual sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex m100, an external fluid leak was observed at the replacement y-connector. Treatment was stopped and a new set was used to continue. There was no patient injury or medical intervention associated with this event. No additional information is available.